Manufacturer narrative:
(B)(4). Date sent: 12/20/2024 d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2024. Additional event information- -the location of the rectum dissection is unknown, but probably rb. -when using the device involved, there was no feeling of discomfort or abnormality (unexpected sound, hardness of the firing, etc.) In the functions. -the amount of bleeding and the blood transfusion for presence/absence were unknown. -the new device (curved cutter) was taken out and additional dissection was performed. -the patient's current condition is stable after the surgery.

Manufacturer narrative:
(B)(6). Date sent 1/2/2025. D4 batch #148d68. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gcs40g device was received with no apparent damage with a reload loaded and two reloads (b and c) present. The three reloads were received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no hard objects such as clips, stents, or guide wires are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Completely fire the instrument by squeezing the firing trigger until it touches the closure trigger (plastic to plastic), signifying that the instrument has fired the staples and knife blade, and the tissue has been transected. The firing trigger automatically returns to the intermediate position as soon as it is released, leaving the closure trigger in the fully closed position. Make sure that the release button is not pressed during firing as proper formation of staples may be compromised. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 148d68, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. How was the bleeding controlled? Resutured with a new curved cutter.2. How much blood was lost (ml)? N/a 3. Did the patient require a transfusion? N/4. How was the bleeding addressed? Resutured.

Manufacturer narrative:
(B)(4). Date sent 12/10/2024. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? How was the bleeding addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open low anterior resection, the device was used during a resection of the rectum. When looking at the cut area after the 1st firing, only the anterior wall of the rectum was stapled, the posterior wall was not stapled, and only the knife was cut, so there was bleeding. The cartridge color was green. Another device was used to complete the case. No further information is available.